Event description:
Clinical narrative: impella rp flex was inserted via the left internal jugular vein in a 55-year-old male patient for right ventricular failure following cardiac surgery. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required intra-aortic balloon pump (iabp) support, multiple inotropes, vasopressors, and respiratory support prior to and during impella rp flex support. During support, the bedside nurse reported that the pulmonary artery (pa) placement signal began gradually decreasing and subsequently displayed negative values, including a pa mean pressure of -14 mmhg, pa systolic pressure of -7 mmhg, and pa diastolic pressure of -21 mmhg. Despite the abnormal placement signal, there was no reported change in motor current, pump flows, or overall device support. Initial assessment raised concern for a potential optical sensor issue. Chest radiography initially appeared unchanged, and due to the presence of a swan-ganz catheter, the physician elected not to reposition the device at that time. Additional information received later indicated that subsequent imaging demonstrated a change in device position. A second physician repositioned the impella rp flex, after which the placement waveforms returned to expected values and correlated appropriately with the patient's clinical condition. Device performance parameters, including motor current and flows, remained within expected ranges throughout the event, and no interruption of hemodynamic support was reported. The impella rp flex remained in place supporting patient for approximately 96 hours. The patient ultimately expired following withdrawal of care due to the underlying clinical condition. Based on the available information, the abnormal placement signal was most consistent with device malposition resulting in inaccurate waveform display rather than device malfunction. Following repositioning, the placement signal returned to expected values without replacement of the device. The impella rp flex continued to provide support with stable motor current and flow parameters throughout the event. The patient's death occurred following withdrawal of care in the setting of severe post-cardiotomy right ventricular failure and scai stage e shock. However, the death is conservatively being reported on the impella rp flex due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.